Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
One year from the index procedure the pt reported a mild instent restenosis (50-60%). There was no action taken. The index procedure was done 2006. The access method was percutaneous and puncture site was contra lateral. No pre-dilation was done. One smart stent (6 x 120mm) was implanted in the right distal superficial femoral artery. Post-dilation was done with a submarine/invatec balloon (4 x 120mm). The vessel anatomy at the lesion site was straight, the type of lesion was de novo, and the lesion was calcified and eccentric. The lesion location was 10cm above the superior edge of the patella. Total lesion length was 90mm and was totally occluded. There was no thrombus present at the site before procedure. Reference vessel diameter was 5.0mm. Percentage stenosis before procedure was 100% and after stent placement and post-dilation 10%. The general comments on procedure it was good and easy procedure. Pt was discharged a day later.